Event description:
A home patient (hp) contacted (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 3 of 3. The hp stated he was connected to the hc. The hp also stated the supply bags were empty and there was only solution on the heater bag. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr assisted the hp to cycle power to clear the alarm. The hp stated he would finish therapy later in the morning. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was not determined. A batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.